Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient advised having a wound vac in the middle of her chest and the clasps on the garment caused the wound to bleed. There was no alleged device malfunction contributing to the irritation. Patient reported that hospital staff removed the lifevest. Follow up indicated that the wound/irritation is improving.